Event description:
The customer reported that an ad7 swivel/pivot cardiac table did not provide adequate support to perform emergency CPR and during a cardiac procedure a patient expired.

Manufacturer narrative:
(B)(4). The field service engineer (fse) troubleshot the system and could not find any malfunction of the system. The table functioned according to specification, while user did not follow instruction according IFU (instruction for use) by not retracting the table. In the event of a clinical emergency involving a patient, e.g. A patient requiring cardio pulmonary resuscitation (CPR), according to IFU: pivot the table to provide clear all-round access to the patient; move the tabletop into the fully retracted position; perform CPR (cardio pulmonary resuscitation). It's still possible to give CPR while moving the table top.